Event description:
During bilateral inguinal hernia repairs, the auto suture structural balloon trocar seal leaked and was unable to maintain the pressure necessary to do the procedure. A different device was opened and the surgery was completed.